Manufacturer narrative:
Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation: one spindle assembly for trial spacer handle (part# 03.802.151, lot 6581166) along with one trial spacer (part# 03.802.016, lot 2451179) were returned together with a complaint description of ¿during a l4-l5 anterior lumber interbody fusion procedure using synfix the trial handle broke off in the trial spacer.¿ the spindle assembly is part of the trial spacer handle; the handle and the spacer are used together to determine implant size for stand-alone anterior lumbar interbody fusion procedures. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space. The spindle assembly for trial spacer handle was received with the tip of the spindle assembly broken off (the broken off portion remains in the trial spacer) and returned in conjunction with the trial spacer, this complaint is confirmed. The associated drawings were reviewed for this part (389_151 rev e, 03_802_151 rev a, and 389_151_4 rev e). The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. In addition, the drawings for the trials (se_056598 rev e) were reviewed. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly; additionally no changes or issues were identified with material and finishing processes for a successful trial spacer device design. This complaint most likely occurred as a result of off axis impaction force on the trial spacer handle, while not fully threaded into the trial spacer (improper technique -use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4-l5 anterior lumber interbody fusion procedure using synfix the trial handle broke off in the trial spacer. It was reported that the trial spacer was attached to the trial handle and the surgeon was using a mallet to insert the trial spacer. After the trial spacer was removed from the l4-l5 disc space, the trial spacer would not come off the trial handle. It had to be struck with a mallet to disengage it, and the trial broke off. There was a second trial spacer and a second trial handle available to use for the procedure. The surgeon completed the synfix-lr procedure successfully using a 08.802.017s implant. No time delay was reported. This report is 1 of 1 for complaint (B)(4).